Event description:
It was reported that pump displayed malfunction alarm and no notable events occurred prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset pump, assisted caller in completing reset, confirmed malfunction did not recur, and advised customer to continue using pump and call back if any malfunction returned, which caller acknowledged and understood.